Manufacturer narrative:
At this time, vyaire medical is currently in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire that the ventilator was delivering breaths at a faster rate than expected while in use on a paralyzed patient. During the reported event, the ventilator was alarming "high pip and circuit alarm" despite attempting to change the circuit.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. Visual inspection of the ventilator revealed no issues, the ventilator passed 95.7 hours of extended test's at the customer's settings without any unusual alarms or error condition. The ventilator passed the initial final test and the initial alarm volume test with no restriction. The ventilator was opened up and inspected, no anomalies were found. The ventilator met all factory specifications and standards.